Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The reported difficulties and damage are confirmed. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event estimated. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that a puncture closure of an unspecified vessel was attempted using a starclose se white sheath device after an unspecified procedure. Reportedly, an unspecified device failure occurred; however, the sheath was carved at the proximal end for 3-4 centimeters and the locator wings are open and bent. The method of achieving hemostasis was not reported. There was no reported adverse patient sequela. The name of the physician was not provided; therefore, it is not known if the physician is trained in the use of the starclose se white sheath device. No additional information was provided.